Event description:
Customer reported to beckman coulter, inc (bci) that erroneously low sodium (na) results, with corresponding low anion gaps, were obtained on their unicel dxc 800 instrument. When the customer got low na results, they re-ran the patient samples on their second dxc instrument and obtained na values that were about 4 mmol/l higher than the first result. Only the repeated results were reported out. No erroneous results were issued. The ise (ion-selective electrode) system was calibrated every 8 hours and the qc (quality control) run at the same time. The qc results were consistently within the lab's established ranges. The automated weekly flow cell maintenance procedure was in use. There is no report of any adverse event or serious injury related to this event and there was no modification to patient treatment.

Manufacturer narrative:
The customer received the twice-weekly cleaning procedure and has implemented it. Although a bci fse (field service engineer) replaced the na reference electrode, the na measuring electrode, the flow cell and the carbon bridge, and the problem was alleviated, there was no clear root cause identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.